Event description:
On (B)(6), 2012, the reporter claimed the patient was hospitalized for dka and dehydration around the same time the subject insulin pump had intermittent power issue. Reportedly, the patient went to bed with a blood glucose reading of 187 mg/dl. The patient awoke at 2:30 am with a blood glucose reading of 402 mg/dl. The subject pump was powered off and not working. The patient's mom treated the patient with 20 units via syringe. The patient was admitted to the hospital with a reading of 468 mg/dl. The patient is currently on the backup plan until the during troubleshooting, there was no evidence of product misuse. The issue was not resolved with training. The reporter tried several batteries; however, the pump will show the verification screen and turns off immediately. There was no crack in the pump casing. The battery cap and battery compartment was in good condition. This complaint is being is reported because the patient received hcp medical intervention for dka after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).